Manufacturer narrative:
The manufacturer has received the sample and is pending evaluation. Results are expected soon. A lot history review (lhr) of reen1983 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that when checking the product for integrity by pre-flushing it with normal saline following package opening, the operator found that fluids leaked from the 43 cm scale.

Event description:
It was reported that when checking the product for integrity by pre-flushing it with normal saline following package opening, the operator found that fluids leaked from the 43 cm scale.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, applicable previous investigation(s), sample analysis, applicable fmea documents, applicable manufacturing records, and labeling. Based on a review of this information, the following was concluded: the complaint of a catheter leak is confirmed and the damage may have occurred due to exposure to a sharp instrument. One 4 fr groshong nxt catheter was returned for evaluation. The stylet flushing hub assembly was returned within the stylet. A photo of 4 fr grohong catheter was also provided. The photo showed a bead of fluid on the catheter surface. The catheter was flushed with water using a 12 ml syringe and a leak was observed near the 43 cm depth marker. Microscopic observation revealed an uneven, angled split. The split edges were observed to propagate into a ¿c¿ shape. An inspection of the split surface revealed a longitudinal striation pattern. This can occur due to pattern transfer from the sharpened edge of an instrument such as a scalpel. Since the split was found to be the source of the leak, the complaint is confirmed. H3 other text : evaluation findings are in section h.11.